Manufacturer narrative:
(B)(4). B3: event date between. Jan 01, 2010 to dec 31, 2010. D10: unknown head, #item unknown, #lot unknown; unknown liner, #item unknown, #lot unknown; unknown cup, #item unknown, #lot unknown. Therapy date: unknown. G2: foreign country iran. The reported event was identified during review of a journal article. Mortazavi, s. M. J., irani, p. T., poursalehian, m., mahanrad, m., mirghaderi, p., razzaghof, m., & saberi, s. (2025). Mid-term to long-term outcomes of total hip arthroplasty using a cementless trochanteric sparing short stem through direct anterior approach: a single-center study. Arthroplasty today, 32, 101623. Https://doi.org/10.1016/j.artd.2025.101623 attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On 21-may-2025, a journal article was retrieved from arthroplasty today (2025) that reported a retrospective study from iran. The purpose of the study was to evaluate the mid-term to long-term outcomes of total hip arthroplasty (tha) performed with a cementless trochanteric sparing short stem through a direct anterior approach (daa). The study reviewed 755 hips in 667 patients (412 female / 343 males) with surgeries performed between 2010 and 2019. All patients received a cementless fitmore stem with either a continuum (48.6%) or trilogy (51.4%) shell with a poly liner. The indication for surgery was painful hip unresponsive to conservative treatments requiring a tha for treatment. The study population had a mean age of 48.9 years at time of surgery (range 18-83 years). Follow-up was conducted at 2-4 weeks, 3, 6, and 12 months, then annually or biennially thereafter with a mean length of follow-up for 10.52 years (range 3-13 years). It was reported longitudinal intraoperative fracture occurred during stem insertion in 3 hips which were successfully treated with cerclage wires. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report (B)(4). Updated:b4, b5, d2,g1,g3,g6,h1,h2,h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report